Manufacturer narrative:
H.6. Investigation: a device history record review was completed for material number: 990193 and lot number: 911278. The review did not reveal any detected quality issues during the production process that could have contributed to these reported defects. To aid in the investigation, three photos were provided for evaluation by our quality team. The three photos show the packaging top web and three needle assemblies with the plastic shield out of the packaging blister. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation carried out and with the photo sample analysis the symptom reported by the customer could not be confirmed. H3 other text.

Event description:
It was reported that 3 bd precisionglide¿ needles were clogged during use. The following information was provided by the initial reporter, translated from portuguese to english: "the customer got in touch to be able to complain because he has noticed a deviation in the quality of the needle. He reports that it has occurred several times but only today he took the time to come and report these events. The needle would be clogged at all times and there were also times when the thread was missing. He informs that in the box before this one the same thing happened and last month too."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd precision glide needles were clogged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer got in touch to be able to complain because he has noticed a deviation in the quality of the needle. He reports that it has occurred several times but only today he took the time to come and report these events. The needle would be clogged at all times and there were also times when the thread was missing. He informs that in the box before this one the same thing happened and last month too."